Event description:
During second puncture for laparoscopy, when inside and viewed by camera, it was noticed that a portion of the gray part of the trocar was torn. The trocar was pulled out and replaced. The portion of the trocar that was torn off was located inside of the abdomen and removed. No apparent injury to the pt.